Event description:
It was reported that the pt underwent a procedure to implant two cervical cages. Prior to this procedure, the pt had a cervical fusion several years ago, and a cervical plate was implanted. The level where the plate was implanted reportedly fused. It was reported that the x-rays revealed both screws in the lower cage back out post the procedure that the cages were implanted. The revision procedure was performed approx two and a half months post op. One cage was removed.

Manufacturer narrative:
The explanted screws were not returned. The cage was returned to the manufacturer for eval. The visual examination for the cage shows that implant retaining screws appear to have been implanted at a nearly flat trajectory, as evidence by the witness marks on the posterior of both the cranial and caudal screw boss locations. Additionally, there is no visual indication (i.e., witness marks, deformation, etc.) That the screws may have come into contact with the nitinol locking wires. Due to potential trajectory of screws, screws may not have been fully seated in screw boss pocket, and also may not have been full retained behind locking wires. Two lateral x-rays done during surgery as the pt is intubated. First taken at 8.36 am shows the cage is at c3/4. Position needle is apparent. The cage at c4/5 shows inappropriate screw placement between the cage and bone. Revised x-ray taken at 9:40 am shows correction of screw angle into bone.